Event description:
The report received from the affiliate indicated that during an interventional procedure for carotid stent placement, after successfully implanting two precise stents, the physician experienced difficulty removing the angioguard 6 mm embolic protection device. While capturing the filter basket, it hooked onto the stent struts of one of the precise stents. The membrane of the filter basket was torn. The device was successfully removed from the pt. The procedure was completed successfully. There was no reported pt injury.

Manufacturer narrative:
The target lesion for the procedure was the right internal carotid artery. The lesion was reported to be: mildly calcified, a 90% stenosis, and very tortuous. The product was returned for eval and testing; however, the engineering eval is not complete. Add'l info will be submitted within 30 days upon receipt.